Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: a review of the black box showed multiple power on reset events after call service alarms. The battery compartment and cap were undamaged and were able to fit securely. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. Evidence of moisture was found on the display screen inside the pump. A leak was found in the display lens. The pump alarmed with a call service alarm during the first rewind step. The power complaint was unable to be investigated further. The pump cover was removed to find moisture corrosion to the internal components.